Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's hip was revised. A stem was revised. No other details were provided.

Event description:
It was reported that patient's hip was revised. A stem was revised. No other details were provided. Update (B)(6) 2018: reason for revision was stem subsidence. Update (B)(6) 2018: based on the operative report, reason for revision was "failed left tha secondary to loosening of stem aseptic¿.

Manufacturer narrative:
Device received and evaluated. Correction on device manufacturer. Investigation conclusion completed: reported event. An event regarding subsidence and loosening involving an accolade stem was reported. The subsidence was confirmed through review of the provided medical records and x-rays by a clinical consultant but the loosening was not confirmed. Method & results. Product evaluation and results: damage observed on the stem consistent with the explantation process and in-service use. Based on the given information, no identifiable materials or manufacting discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: both hips are reduced, and the acetabular components are nominally positioned and well fixed. The right femoral component is nominally positioned and well fixed. The left femoral component appears subsided approximately 2cm into the femoral canal, but serial x-rays and immediate post-op films would be required to determine the initial position of the component. There are no bone scan report or images to rule out normal remodeling changes nine months post total hip arthroplasty, and no imaging to confirm loosening or possible undersized femoral component in this large male patient with an anterior surgical approach. There is no description of the components other than ¿well-aligned¿ and ¿well-fixed¿ on x-ray. There is no evidence this clinical situation and indication for revision was related to factors of implant design, manufacturing or materials. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the clinician review the subsidence of the stem is confirmed but the loosening was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, serial x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.